Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 21 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 21 closed samples and 1 open sample with the needle detached from the thread, and the thread is still wound of the pack. Tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint justified: taking into account that the results of closed samples received do not fulfill the requirements of the european pharmacopoeia (ep). Actions on distributed product of this reference/batch: replace this code/batch to the customer or a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: spain. Needle detachment. In some cases, the needle is already detached from the thread.